Manufacturer narrative:
According to the customer on (B)(6) 2026, "while sitting (on the device), the front wheel broke off causing him to fall." Per the customer, he was "sitting on the rollator when he slightly moved over and the front right wheel fell off causing him to fall." The customer reported, "he is bruised, sore, and also has a few scrapes". The customer stated, "he is on blood thinners, so he needed to bandage up the scrapes to stop the bleeding" following the reported incident. The customer reported that he "did not hit their head or seek medical attention." The customer stated, "he purchased new front wheels for his rollator about a month ago." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer on (B)(6) 2026, "while sitting (on the device), the front wheel broke off causing him to fall."